Event description:
It was reported that the lead was explanted due to repeated unacceptable thresholds, even after repositioning, and no capture. No patient complications have been reported since the device was removed from service.